Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed multiple force non zero loss of primes. The black box showed evidence of force zero loss of prime. A load stop was completed and a no cartridge detected alarm was emitted. The force sensor was removed, the force sensor flex was inspected and found an opening next to one of the pins. Unrelated to this complaint, evaluation revealed that the lens cover was scratched and the ok symbol was worn which has no effect on insulin delivery.

Event description:
The pump was returned for investigation. The black box showed evidence of force zero loss of prime. The force sensor was removed, the force sensor flex was inspected and found an opening next to one of the pins. Unrelated to this complaint, evaluation revealed that the lens cover was scratched and the ok symbol was worn which has no effect on insulin delivery. This report is made based on results of investigation completed on (B)(4) 2012.